Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). As we received no sample, an examination was not possible. Urgent field safety notice: perifix catheter connector reason for the voluntary customer information (field safety notice). The perifix catheter connector is a connection device used by clinicians to provide various anesthetic and fluid administration devices with a single, common access point to a catheter for delivery of anesthetics. The connector is used in conjunction with the catheter for continuous administration of anesthetic fluids. In the course of our regular post market surveillance activities we have found that the perifix catheter connector may not remain closed during use. In some cases this has led to leakage or disconnection of the catheter from the perifix catheter connector. While no serious injuries to patients, users, or third parties have been reported to date, there is a possibility of contamination of the catheter or delay of an aesthesia of different severity. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): connector/catheter-detached.